Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring failed to load properly. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. The delivery device was returned inside the loading device. One third of the seal was inserted in the delivery tube, the seal was visible in the loading window. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).